Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 01/11/2024. On (B)(6)2024, the pediatric patient was confused and was feeling faint, the cgm was reading 12.2 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was treated by the parent with a glucagon injection and unspecified glucose. After treatment the patient recovered, and no further treatment was needed. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.